Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after initiating the ilet, with blood glucose reaching 700 mg/dl and remaining above target for three days; the user disconnected from the pump per clinician guidance and used subcutaneous insulin injections, reported ketone testing with adherence to their action plan, and noted frequent full supply changes without observed leaks, while having extensive scar tissue that could affect infusion. Symptoms included hyperglycemia. Outcomes included interruption of device therapy and use of backup therapy. Investigation included a review of device use history and user feedback, with replacement infusion sets shipped and training follow-up arranged. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no specific device alarms reported and no confirmed infusion set failure observed by the user. It was concluded that the event was user-reported hyperglycemia with an undetermined cause, and the device function could not be fully assessed without return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.